Manufacturer narrative:
Medical device catalog #: unknown; medical device lot #: unknown; medical device expiration date: unknown; PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® flashback blood collection needle had the needle uncovered. No report of medical intervention or serious injury.